Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the radiology technologist inadvertently broke the benchmark 6f 071 delivery catheter (benchmark) near the hub upon removal from the packaging. The benchmark became damaged prior to use. Therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.

Manufacturer narrative:
Results: the benchmark was fractured approximately 7.5cm from the hub. The benchmark was kinked approximately 11.5, 15.0, 34.5, and 41.0 cm from the hub and ovalized approximately 94.0 and 96.0 cm from the hub. The benchmark also had bends along the length of the device. Conclusions: evaluation of the returned benchmark revealed a fractured device. If the device is forcefully retracted from the packaging at extreme angles or mishandled during preparation, damage such as this may occur. Further evaluation revealed kinks, bends, and ovalization along the length of the device. Based on the return condition, these kinks, bends, and ovalization are incidental to the complaint and likely occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.